Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2002 the patient presented with the following preoperative diagnoses: foraminal stenosis and radiculopathy and postlaminectomy syndrome at l4-l5. The patient underwent the following procedure: revision l4 and l5 complete bilateral laminectomy, medial facetectomy, lateral recess foraminal decompression, microscope assisted and complete l4-5 discectomy. L4 to sacrum posterior intertransverse fusion with local bone graft, altered surgical field. L4 to sacrum segmental spinal instrumentation with titanium tsr system, altered surgical field. Harvest and preparation of local bone graft, altered surgical field. L4-5 interbody fusion of local bone graft, altered surgical field. Insertional bilaterally l4-5 of tangent implants. (B)(6) 2003 the patient presented with the following preoperative diagnoses: stenosis. Radiculopathy. Post laminectomy syndrome. Probable nonunion. Procedures performed: exploration of previous lumbar fusion, pseudoarthrosis identified. Anterior diskectomy of l5-s1 with decompression of neural elements. Anterior fusion at l5-s1 with local bone graft. Insertion of bilateral threaded bone dowels, l5-s1. Harvest and preparation of local bone graft. On (B)(6) 2003 the patient presented with complaints of back pain, radiculopathy l5-s1, failed fusion, l5-s1, hardware failure, l5-s1. The following operations were performed: anterior l5-s1 complete diskectomy, with fusion and bone dowels. There were no complications. On (B)(6) 2004 the patient presented with the following preoperative diagnoses: radiculopathy. Spinal stenosis. Postlaminectomy syndrome. Postoperative diagnosis: nonunion. The following operations were performed: exploration of previous l5-s1 fusion, separate and distinct from 3-4 and 4-5 fusion, complex. Bilateral revision, decompression of l4 with mesial facetectomy, lateral recess and neural foramen decompression, microscope assisted, complex. L3 laminectomy and mesial facetectomy, lateral recess foraminal decompression and microscope assisted, complex. Bilateral l2 laminotomy with decompression of neural elements and lateral recess, microscope assisted, complex. L3-l5 posterior intertransverse fusion with iliac crest bone graft, complex. Removal of l4 to sacrum. Segmental instrumentation, fracture, complex. Lumbar 3 to sacrum, segmental spinal instrumentation with tsr system, complex. Harvest left iliac crest bone graft through a separate fascial incision, complex. (B)(6) 2009 the patient presented to the office with the following preoperative diagnoses: post-laminectomy syndrome. Tenosis. Radiculopathy. Myeloradiculopathy. The patient underwent the following operations: exploration of previous cervical 6-7 fusion, at distinct level. Anterior cervical 4 subtotal carpectomy including 4-5 diskectomy and anterior cervical 5 carpectomy, including subtotal 5-6 diskectomy, with decompression of spinal cord and neural elements, microscope assisted. Anterior cervical 4-5 and 5-6 interbody fusion with iliac crest bone graft. Insertion of anterior cervical 4-5 and anterior cervical 5-6 biologic device. Anterior 4 to 6 instrumentation with titanium vision system. Harvest of left iliac crest bone graft through separate fascial incision. (B)(6) 2010 the patient presented with the following preoperative diagnoses: thoracic and lumbar radiculopathy. L2 on l3 spondylolisthesis. Spinal stenosis. The following operations were performed: removal of l3 to sacrum segmental spinal instrumentation. 3 to sacrum exploration of previous fusion. T3 and t11 and t12 laminectomy, medial facetectomy, lateral recess foraminal decompression, microscope assisted. L1 segment complete laminectomy, medial facetectomy, lateral recess foraminal decompression, microscope assisted. Bilateral revision l2-l3 interspace, l3-l4 interspace, l4-l5 interspace with decompression of neural foramina and neural elements. Reduction of l2 on l3 lumbar spondylolisthesis. T10 to sacrum segmental spinal instrumentation with titanium texas scottish rite (tsr) and 3d system. Harvest right iliac crest bone graft through a separate skin incision. T10 to l4 posterior fusion. Harvest and preparation of local bone graft. Application of bone morphogenic protein. Application of platelet-rich protein gel. Spinal cord monitoring. Per op notes: bilateral revision l2-l3, l3-l4, and l4-ls interspace laminectomy was performed. A moderate degree of scarring was noted along with relatively high-grade foraminal stenosis. A pars attenuation was noted at this level, requiring near complete pars removal to decompress in the neural foramen and out the lateral recess. At the conclusion of this, t10 to l5 was well decompressed. With the aid of biplanar fluoroscopy, the pedicles of t10 caudally were then cannulated, tapped, and screws uneventfully inserted. With the use of specialized instrumentation from the 3d system, the sagittal displacement of l2 on l3 was then uneventfully reduced. Spondylolisthesis was reduced. Appropriate-length rods were then cut, contoured, seated, and locking nuts uneventfully tightened to complete the t10-to-sacrum bilateral instrumentation. The high-speed bur was then used to decorticate transverse processes, posterior laminae, and previous fusion mass. To this was grafted iliac crest bone impregnated with protein-rich platelet gel, local bone, and bone morphogenic protein. Bone morphogenic protein (bmp) was indicated due to the magnitude of the procedure, nonunion status, and history of cigarette use. The grafting occurred from t10 to l5. During the procedure, a separate fascial incision was made over the right posterior superior iliac spine (psis), a motorized trephine used to harvest bone. This was copiously irrigated. Interstices were packed with gelfoam to complete graft harvest. During the procedure, local bone was harvested from the spinous processes, laminae, inferior articular processes; stripped of soft tissue; morcellized in the electric bone mill; and used for bone graft. Bone morphogenic protein was repaired per manufacturer's directions.